Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lap excision of a liver cyst, the handle had been used already with a 45mm reload and with no issues, then went to use a 60mm reload to the tissue. When they closed the jaws, the black collar on the distal end of the handle cracked, and the reload fell off inside the patient. It was noted that it was able to retrieve the reload with no issue. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n2k0186y); egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p3e0198) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lap excision of a liver cyst, the handle had been used already with a 45mm reload and with no issues, then went to use a 60mm reload. When the reload was put into the port, it fell off the handle. It was noted that the valve in the port prevented reload falling into the abdominal cavity. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that sulu disengaged. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic excision of a liver cyst, the handle had been used already with a 45mm reload and with no issues, then went to use a 60mm reload to the tissue. When the user closed the jaws, the black collar on the distal end of the handle cracked, and the reload fell off inside the patient. It was noted that it was able to retrieve the reload with no issue. A new reload was used to resolve the issue. There was no patient injury.